Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet with a g7 sensor, with the lowest reported glucose of 50 mg/dl and device low alerts occurring; a factory reset was performed, the g7 took a prolonged time to connect, and the system ultimately resumed automated insulin delivery. Symptoms included none reported. Outcomes included self-treatment with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included device-level troubleshooting, confirmation of cgm readings on the phone application, confirmation of no competing receivers, and user education on best practices for meal announcements and post¿factory reset use. Investigation of this case revealed no device malfunction and suggested that unannounced meals and subsequent algorithm-driven corrections could contribute to hypoglycemia risk. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.